Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. A device history review was conducted for lot number 6175430, our records show it was manufactured on july 15-16, 2018, and determined that this is the only instance of a defective catheter occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Additionally a sample was provided for the purpose of aiding our quality engineer's investigation. Bd engineers determined this event to be caused by the raw material used in the catheter tubing. The supplier for this component was notified of the issue and conducted a comprehensive investigation into the cause. The findings of their study were unable to locate a specific root cause for this event; occurrences identified in the study were sporadic suggesting that this defect is inherent to fabrication of the materiel. To compensate, our supplier has increased the sampling rate for leakage testing during the fabrication process.

Event description:
It was reported with the use of the bd pegasus safety closed IV catheter system prn there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd pegasus¿ safety closed IV catheter system prn there was an issue with leakage. There was no report of injury or further medical intervention.